Event description:
Collapsed while on vacation. She just ate and took her insulin. Tried mouth to mouth but jaw clenched. CPR started, shocked 2 times. CPR continued and removed to hospital. My wife had diabetes for 50 years. She watched her diet and monitored herself strictly. For the last several weeks she had been upset because her sugar levels were very high and she did not know why. Very upsetting to her. She would then take her insulin to reflect what was monitored.